Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic inspection of the tip showed normal degradation. The fiber connector was in good condition with bright round light passing through. Visual inspection of the fiber body did not exhibit any kinks or fractures. The fiber was connected to vp20 system, and the aiming beam was bright and round. The alleged fiber broke and stopped working cannot be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question. Based on all the available information and objective evidence from the product analysis being unable to confirm the reported complaint, this investigation is being assigned a conclusion code of no problem detected.

Event description:
It was reported that during a ureteroscopy procedure, the fiber broke and stopped working. The procedure was completed using a replacement fiber without patient complications.

Event description:
It was reported that during a ureteroscopy procedure, the fiber broke and stopped working. The procedure was completed a replacement fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic inspection of the tip showed normal degradation. The fiber connector was in good condition with bright round light passing through. Visual inspection of the fiber body did not exhibit any kinks or fractures. The fiber was connected to vp20 system, and the aiming beam was bright and round. The alleged fiber broke and stopped working cannot be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question. Based on all the available information and objective evidence from the product analysis being unable to confirm the reported complaint, this investigation is being assigned a conclusion code of no problem detected.

Event description:
It was reported that during a ureteroscopy procedure, the fiber broke and stopped working. The procedure was completed using a replacement fiber without patient complications.